Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of damaged lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, lens was torn during insertion (tear located on lens periphery) through the injector. Lens/device was loaded or prepped for loading using company injector and cartridge. Subsequently the lens was removed during initial procedure and completed with another lens. Main incision was increased to explant iol during initial surgery.